Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent remained on the mandrel during preparation. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stylet, protective sheath, and stent implant where the only item returned. There was no blood or contrast visible. The stent implant was inside the protective sheath, on the stylet. The stent implant was removed from the protective sheath, but it was placed backwards on the stylet. There was no damage noted to the stent implant. A laser micrometer was used to measure the outer diameter of the stent implant. These did not meet manufacturing criteria. Product performance engineering was unable to complete their evaluation at the time of this report. Results and conclusions will be forwarded upon completion.